Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's nurse stated the patient experienced a hypoglycemic event due to inaccurate values on the cgm. Event details were not provided. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.